Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. Unit was unable to prime during prime and system sensor test due to moisture damage on the force system resistor. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they have experienced high blood glucose of 379 mg/dl, but did not state if their blood glucose went any higher than that. Troubleshooting found that the pump was working fin but customer insisted on a replacement. The customer was advised that the device would be replaced and to return the product for analysis.